Event description:
It was reported that there was a malfunction resulting in a system shutdown and loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A GE HealthCare Service Representative performed a checkout of the system but did not confirm the reported issue.Block A: No report of patient involvement.Legal Manufacturer:HCS Madison - 3030 Ohmeda Dr, USA Madison, WI 53718.